Event description:
A customer contacted beckman coulter inc. (Bci) reporting low pressure high errors, 10 or more cuvettes failed and leak under the hydropneumatic area in the unicel dxc 600 pro synchron clinical system. No injury was reported.

Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting. Cuvette issue was due to the wiper that was pushed up all the way to the limiting ring. Cts had the customer pull it down, position it about 2/3rds of the way up and then do some cuvette washes to seat the wiper properly. Cts had the customer check wash concentrate reservoir and it was overfilled. Cts assisted the customer with pulling the reservoir and cleaning the float switches inside. The customer also reseated the float switch sensor lead plug on the lid. This did not resolve the issue. A field service engineer (fse) went on-site (B)(4) 2011 and found float switch at wash concentrate was defective (was getting stuck intermittently and requesting more wash. Due to this, the wash was overflowing at canister). Fse replaced the float switch and the issue was resolved.